Event description:
The plunger of prefilled syringe was broken while about to withdraw the medication from the vial into syringe [device breakage]. No adverse event [no adverse event]. Case narrative: this spontaneous report concerns of events of device breakage and no adverse event from the united states. On (B)(6) 2026, amneal pharmaceuticals received information from a pharmacy intern via a telephone call concerning a safety concern in packaging of amneal's risperidone for extended-release injectable suspension, single-dose vials. Product details included risperidone for extended-release injectable suspension, 50 milligram per vial single dose pack (ndc: 70121-2628-5, batch/lot: ap250592, expiration date: 30-nov-2027 and serial number: (B)(6)). On unknown date of (B)(6) 2026, they received a sealed medication and on (B)(6) 2026, they observed that the plunger of prefilled syringe was broken while about to withdraw the medication from the vial into syringe. Last action taken with risperidone in relation to device breakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device breakage and no adverse event was unknown. The reporter didn¿t provide the causality of events device breakage and no adverse event with risperidone for extended-release injectable suspension, single-dose vials. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.